Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged graft failure is related to the activ.a.c.¿ therapy system. There were no technical calls made regarding an issue with the device and there was not a home health agency monitoring the patient. The device passed quality control checks before and after patient placement. The patient nor the health care professional notified the physician or kci when experiencing technical issues with the device. This report is being filed as a potential user error. Device labeling, available in print and online, states: continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient's insurance claims manager: on(B)(6) 2021, the activ.a.c.¿ therapy system was placed on the patient's full thickness graft. On (B)(6) 2021, the patient had his first follow up visit with his physician, who determined the unit had a malfunction causing fluid to pool resulting in the skin graft failing. V.a.c.® therapy was discontinued. There was not a home health agency providing dressing changes as the patient's daughter was a registered nurse. There is no information regarding the device pressure settings or how often the dressing changes were done. On (B)(6) 2021, the following information was reported to kci by the physician's nurse: on (B)(6) 2021, the patient was seen for his first follow up visit with physician. The unit was not working at that time and fluid was pooled at the wound site. The nurse believed the graft failure was due to the technical issue, and the daughter was unable to determine that the unit stopped working. The patient was reportedly discharged from the activ.a.c.¿ therapy system and subsequently the graft was replaced. No additional information was provided. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications by kci quality engineering. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.